Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 - (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +21.0 diopter) was explanted in a secondary procedure because of patient complaining of blurry vision. A non-amo intraocular lens with +18.5 diopter was implanted as the replacement lens for the patient. Patient is doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.